Event description:
The patient lost the cord to the recharger and didn't recharge the implantable neurostimulator for at least 2-3 months. An overdischarge was suspected. The hcp replaced the neurostimulator with a non-rechargeable device. The patient was 'doing fine' afterward. Stimulation therapy was back on and working as intended. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The recharger was returned to loaner/repair. A cracked solder joint was found at pin 2.